Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke, but it is unknown when our how the fracture occurred.

Manufacturer narrative:
One persona tibial articular surface provisional (ps tasp) right ef bottom was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that the tasp fractured into two pieces on the medial side along the central post. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot was confirmed manufactured august 16, 2014 and has therefore been in the field for approximately one year and seven months. It is unknown for how many times the device is being used. The product search history found six other complaints for the same issue for the product lot combination. The known reported issue has been investigated through corrective actions. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. Corrective actions investigation was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The fractured tasp component in this complaint was manufactured before the design modification; therefore, the root cause for the tasp from this lot is related to a previously addressed design issue.